Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to her health care provider because she was receiving no delivery alarms and experienced high blood glucose levels for about a week. Customer's blood glucose level was 500 mg/dl. She treated her high blood glucose level with insulin shots. The customer stopped using the insulin pump. She was unable to troubleshoot. The customer was advised that the device would be replaced and agreed to return the product for analysis.